Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12948, related manufacturer reference number: 2017865-2019-12951. It was reported that the patient had developed twiddler's syndrome. The implantable cardioverter defibrillator was rotated in the pocket and had pulled the atrial and right ventricular leads back. There was no atrial sensing or capture. The ventricular lead showed diminished sensing and elevated thresholds. The device and right atrial lead were explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.